Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched and reported while on site, the customer informed the fse that the cardiosave iabp was loosing helium when tanks were installed. The fse inspected the iabp and found that when the rescue unit was placed in the cart the o-ring would leak helium. The fse replaced the o-ring and confirmed that the helium was no longer leaking at the connection. The fse completed all performance and safety testing with no further issues. The iabp was approved for clinical use and returned to the customer.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was having helium leak issues. The circumstances of the event are unknown, however, no patient involvement or adverse event has been reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having helium leak issues. The circumstances of the event are unknown, however, no patient involvement or adverse event has been reported.